Event description:
It was reported that a random alert appeared stuck on the pump screen, causing the display to freeze. There was no reported impact on the customer¿s blood glucose level at the time of the event. Although the pump was reset, the issue persisted, leading to the replacement of the pump by customer technical support. The customer was informed about the necessity of the replacement, though declined to share details regarding backup therapy.